Event description:
It was reported the lead had two impedance spikes greater than 1000 ohms since implant and the device alarm triggered. Oversensing was also reported. The exact cause could not be determined. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.